Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the device was run, it had air in line after about 10 minutes. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The device was received in fair physical condition. The return tube assembly and membrane switch will be replaced per field actions-fc054 & fc055. The air detector sensor was found to be too sensitive, causing alarm to activate. During functional testing the device was filled with fluid, installed temp check and performed functional checks on the air detector. The problem was replicated. The sensor board was found to have a faulty connection that would trigger the air in line alarm intermittently. The sensor and sensor board on the air detector were replaced. The return tube assembly and membrane switch were replaced for preventative maintenance. The device passed tests after repairs were performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.